Manufacturer narrative:
Replaced footswitch stucked that gives alarms during start-up sequence or during any change between stand-by and ready conditions. The event did not create injury to the patient because did not happened during a surgical intervention. We are not aware about eventual delay of surgical intervention.

Event description:
Foot pedal stucking in on position.